Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on an unknown date. Pcr confirmation testing was performed using an unknown sample, on an unknown date that generated a negative result (CT values not provided). The customer stated the patient was asymptomatic. The customer refused to provide any further information.

Manufacturer narrative:
The report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.